Event description:
A post-operative device-related issue was identified in a patient who underwent spinal surgery on (B)(6) 2024, utilizing a response 5.5/6.0 scoliosis system. The implanted device included a large set screw (part number: 00-1003-4001). On (B)(6) 2026, during a routine clinic follow-up visit, the patient presented with a disengaged set screw. The event was discovered in a post-operative clinical setting. There was no reported death or patient injury associated with this event; however, the disengagement resulted in the failure of the original surgical construct. As a result of this device issue, a revision surgery has been deemed necessary, and scheduling is pending. At this time the device remains implanted in the patient, and therefore, no product is currently available for return or evaluation.